Event description:
It was reported that the case of the device was detached, which caused the catheter to reportedly become contaminated.

Manufacturer narrative:
Device has not been returned for evaluation.